Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was severely tortuous. In the case of this complaint, it is possible that tortuous anatomy may have contributed to the reported event. However, this could not be assessed as the device was not returned for analysis. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure when the physician completely inflated the balloon of the subject balloon catheter the balloon got deflated on its own. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure when the physician completely inflated the balloon of the subject balloon catheter the balloon got deflated on its own. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The reported lot number was confirmed from the hub of the device and the packaging. On visual inspection, there were no visual anomalies noted to the device. On functional testing, a guide wire was inserted into the device and the balloon inflated without issue. The balloon was noted to leak. A pin hole was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was severely tortuous. It is probable that procedural or anatomical factors encountered during the procedure contributed to the damage noted to the returned device and therefore the reported event. An assignable cause of procedural factors will be assigned to the as reported defect balloon leaked during use and the as analyzed defect balloon has hole/perforation during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure when the physician completely inflated the balloon of the subject balloon catheter the balloon got deflated on its own. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.